Manufacturer narrative:
The device was returned to our us facility on 09/08/2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the rivet came loose because the weld on the jaw part was not deep enough. Additionally, the countersink on the jaw part was too small. The corresponding operating instructions refer to a visual and functional inspection of the device and that overloading should be avoided. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the rivet came loose because the weld on the jaw part was not deep enough. Additionally, the countersink on the jaw part was too small. The corresponding operating instructions refer to a visual and functional inspection of the device and that overloading should be avoided. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the screw near the spoon of the biopsy spoon forceps came off during the procedure. The surgeon was able to locate the screw inside the patient and took it out. No negative impact in state of health reported.